Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031216. Investigation: samples received: one open pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 2,808 units of this code-batch. There are no units in our stock. We have received one open and unused sample with only the second pack opened. The first pack (aluminum pouch) on the sample received is not glued/sealed to the peel foil. We would need closed and/or defective samples showing the defect to asses properly the customer complaint. Final conclusion: in spite of receiving an open sample, without closed and or defective samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed and/or defective sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventative actions needed.

Event description:
It was reported that bad sealing of the package. The reporter indicated "it is not possible to remove the products (suture package ) from the primary package due to an additional welding (some kind of "hot stamping"), which seals the products." No patient injury.